Event description:
The following information was reported to gore: on an unknown date, the patient underwent endovascular treatment of descending aortic dissection using conformable gore® tag®thoracic endoprosthesis. On an unknown date, follow-up examination confirmed a distal sine (stent graft-induced new entry) at the distal side of ctag. On (B)(6) 2021, a reintervention took place whereby additional stentgrafts were implanted. Reportedly the event was due to oversizing of the device.

Manufacturer narrative:
(B)(4).